Event description:
It was reported the pt's ((B)(6)) lead was explanted due to lack of pain relief. There were reportedly no known problems with the device as impedance measurements for the lead were within specifications. The pt did not receive a replacement lead.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.